Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 338928, serial# unknown, product type: lead. Product ID: 3708660, serial# unknown, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that a patient underwent bilateral implant a year prior. The patient developed severe itching at the burr hole site about 6 months after implant. An ulceration formed at the burr hole site and got infected. The patient's leads, extensions and burr hole caps were explanted and treated with antibiotics. The healthcare provider (hcp) requested information on what material is in the devices so the patient does not develop an allergic reaction again after the devices are replaced. No further complications were reported or anticipated.